Event description:
A hydrothermablation control unit was used during a hysteroscopy procedure. According to the complainant,during setup, the system was skipping steps. The procedure was aborted due to this event. Follow up information received on (B)(6), 2009, confirmed this issue took place during system setup. The system went from system check directly to heating for ablation. At this point when the ablation step started there was a fluid loss alarm, as the sheath was not inserted into the patient. The procedure was not completed due to this event and there were no further patient complications reported.

Event description:
A hydrothermablation control unit was used during a hysteroscopy procedure. According to the complainant, during setup, the system was skipping steps. The procedure was aborted due to this event. Follow up information received on october 02, 2009, confirmed this issue took place during system setup. The system went from system check directly to heating for ablation. At this point when the ablation step started, there was a fluid loss alarm, as the sheath was not inserted into the patient. The procedure was not completed due to this event and there were no further patient complications reported.

Manufacturer narrative:
The complainant does not indicate whether the device is available for return, therefore a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
The console was returned for evaluation and the complaint could not be duplicated after extensive testing and nothing atypical was noted. The root cause is "not confirmed". In addition, the serial number was updated to (B)(4).